Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted. The landing zone measurements were 18, 19,20, 20. Transesophageal echocardiogram (tee) was utilized during procedure. Close criteria was met and a tension test was performed. The patient did not have a rhythm change during implant and the left atrial pressure at time of implant was above 12. The shape of the amulet was tire-shaped. No leak was observed and there was no reported difficultly implanting the amulet. On (B)(6) 2025, computed tomography (CT) scan was performed, which showed the amulet had completely dislodged and embolized to the abdominal aorta. The embolized device did not cause any blockage. The cause of the embolization was reported as unknown. Percutaneous retrieval was used to successfully remove the device. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device migration few days following the treatment was reported. A returned device assessment could not be performed as the device was not returned for analysis. It is possible that procedural condition (device position too proximal) could have contributed to this event. However, this cannot be confirmed. The cause of the reported device embolization could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.